Event description:
It was reported to philips that the device failed to discharge during a patient event. The involved patient died, however the doctor in charge did not see a connection between the defibrillation and the death of the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.